Manufacturer narrative:
The explanted lead is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted due to a patient infection. The abandoned rv lead and the implantable cardioverter defibrillator (ICD) were also explanted. The patient later received a subcutaneous implantable cardioverter defibrillator (s-ICD). No additional adverse patient effects were reported.